Event description:
Caller reported cgm error 42, indicating an issue with their continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the error code did not display again. The caller successfully started their sensor session.